Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt some pulsing in her implant pocket. It was noted that pacing lead impedance was low and noise with oversensing was observed on the right ventricular lead. An insulation breach was suspected. Programming changes were made. The plan was to monitor the lead. The patient was stable.